Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in remotely via merlin.net transmission. Upon review, noise resulting in oversensing was noted on the right ventricular lead. The lead was reprogrammed to disable high voltage therapy and scheduled for lead extraction. On (B)(6) 2019, fluoroscopy imaging was performed and no anomalies were found. It was suspected the lead exhibited insulation abrasion. The lead was explanted and replaced. The patient was stable.